Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that markerband issue occurred. A 135/10 renegade hi-flo was selected for use in the interventional therapy for liver cancer. During the procedure, the mark point which is a radiographically opaque marker used for localization was found to be abnormal. The microcatheter pressed against the micro guidewire causing the mark point to be out of position. The guidewire and microcatheter were withdrawn and the microcatheter was found to be kinked. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual and microscopic inspections found kinks located at 1.8, 18.5, 36.8 and 129.8 to 131cm from the microcatheter hub, with one being a larger flattened impression observed near the distal tip. The marker band was 1mm from tip and had no abnormalities. No other issues were identified with the device.

Event description:
It was reported that markerband issue occurred. A 135/10 renegade hi-flo was selected for use in the interventional therapy for liver cancer. During the procedure, the mark point which is a radiographically opaque marker used for localization was found to be abnormal. The microcatheter pressed against the micro guidewire causing the mark point to be out of position. The guidewire and microcatheter were withdrawn and the microcatheter was found to be kinked. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.